Event description:
Customer reported hearing a "pop" and the orbital brake handle is loose, and the cooling fan is noisy. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the candlestick connectors, tightened the brake handle, and remounted the cooling fan. System operates as intended.